Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.if additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patella femoral pain. Patella has not been previously done so they wanted to do a patella resurfacing. When in there they just decided to change poly for no particular reason but thought while he was in there and the native patella was blackened thought it might be wise in case of wear.